Manufacturer narrative:
It was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests and unable to test for motion sensor test failure alarm and compromised force sensor system alarm due to severely cracked and broken offend cap. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip, minor scratched display window, cracked case at reservoir tube corners, cracked case at display window corner, cracked belt clip slot, missing end cap sticker, cracked battery tube threads and cracked reservoir tube.

Event description:
The customer reported via phone call that she was checking the insulin pump's case and it came completely apart. Customer stated the insulin pump had a crack on the side for the last six months. The customer put it back together and received a compromised force sensor system alarm. Customer stated that screen is stuck in the rewind loop. Blood glucose value was 213 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.